Event description:
It was reported that during a laparoscopic right nephrectomy procedure, the device fired twice with no problems. The surgeon went to fire the third time and stopped. A hole was put in the vena cava. Another surgeon was called in to repair the hole. The patient is in ICU. There are no other details at this time; the rn could not answer any of the questions. The patient is not doing well.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the rep called and reported the following update: on what tissue type was the device used? At what location on the tissue? Renal vein. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? The device has previously been fired on the renal artery without any issue. It was then fired on the renal vein and seemed to go through the required 4 strokes without incident. However, upon removal is when the issue arose. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Were there any malformed staples noticed? Yes. Was the staple line incomplete or did it exceed the cut line? No. Staples formed, were just laying on the cartridge. The rep reported that she spoke with the surgeon and he stated that the device fired as expected on the renal artery with a white cartridge. However, when the device was fired on the renal vein with a white cartridge, after the normal four strokes, the device was opened and significant bleeding ensued. The device had cut the vein, but no staples were deployed into tissue. They noted that it appeared that the drivers had deployed the staples, but they were not formed and many were spread out all over the cartridge. Another urologist was called into the procedure to repair the divided vessel. The surgeon reported that the patient lost 2l of blood and received 4 units of blood via blood transfusion during the procedure. The patient was admitted to the ICU where she was stabilized and monitored. It was reported that she is doing better and will be released in the coming days. Yes, the surgeon has been inserviced multiple times over the past 2 years. The surgeon has been using the device for approximately 2 years. Yes, the device is cleaned in between each firing. The device status is unknown at this time, multiple attempts have been made to obtain the device.